Event description:
The user facility med sun report 3902560000-2025-8151 reported: patient was having difficulty breathing with retractions. When equipment was checked, the airlife bubble humidification system was leaking oxygen from the front. After verification from a second employee, the device was exchanged with a new airlife system. The rt [respiratory therapist] and rn [registered nurse] called the medical team to the bedside and while they were there, rt noticed the crack in the humification system. The patient was essentially not getting any oxygen. He replaced the bottle, and the baby recovered over time. He couldn't say whether it was cracked when they opened it or the nurse somehow cracked it during set up. It was additionally reported: the patient had been extubated [prior to the event] after an hour the nurse called because the patient was retracting and had an increased work of breathing (wob); the bottle itself was found to be cracked.

Manufacturer narrative:
(Appropriate term/code not available): humidification system the actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. A review of the device history record is in-progress. All information reasonably known as of 19 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-13176 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. (Appropriate term/code not available): humidification system. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. The root cause was not determined. The device history record for lot tl2410065 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
The user facility med sun report (B)(4) reported: patient was having difficulty breathing with retractions. When equipment was checked, the airlife bubble humidification system was leaking oxygen from the front. After verification from a second employee, the device was exchanged with a new airlife system. The rt [respiratory therapist] and rn [registered nurse] called the medical team to the bedside and while they were there, rt noticed the crack in the humification system. The patient was essentially not getting any oxygen. He replaced the bottle, and the baby recovered over time. He couldn't say whether it was cracked when they opened it or the nurse somehow cracked it during set up. It was additionally reported: the patient had been extubated [prior to the event] after an hour the nurse called because the patient was retracting and had an increased work of breathing (wob); the bottle itself was found to be cracked.

Manufacturer narrative:
(Appropriate term/code not available): humidification system. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. A review of the device history record is in-progress. All information reasonably known as of 19 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
The user facility med sun report (B)(4) reported: patient was having difficulty breathing with retractions. When equipment was checked, the airlife bubble humidification system was leaking oxygen from the front. After verification from a second employee, the device was exchanged with a new airlife system. The rt [respiratory therapist] and rn [registered nurse] called the medical team to the bedside and while they were there, rt noticed the crack in the humification system. The patient was essentially not getting any oxygen. He replaced the bottle, and the baby recovered over time. He couldn't say whether it was cracked when they opened it or the nurse somehow cracked it during set up. It was additionally reported: the patient had been extubated [prior to the event] after an hour the nurse called because the patient was retracting and had an increased work of breathing (wob); the bottle itself was found to be cracked.